Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer, and obtained the alarm audit log, and images of the review alarm screen from the philips information center ix (pic ix). Per the rce, several exceedances of the alarm limits were detected between 23:50 on (B)(6) 2020 and 00:18 on (B)(6) 2020 for the bed labeled "ch17". For each of them, a yellow or red alarm tone was emitted on the monitor at the bedside of the patient, and also at the pic ix; a "tone" induces the emission of a visual alarm and an audible alarm. However, for many of the alarms, the alarm conditions disappeared almost immediately and the yellow or red alarm tones automatically stopped. The alarm latching setting can be used to define how the alarm indicators behave when they are not enabled. When the alarms are not latched, their indicators stop when the alarm condition disappears. When the alarms are latched, the visual and / or audible alarm indicators remain displayed or announced by the monitors. At 23:56:55 on (B)(6) 2020, a red alarm tone linked to the exceeding of the red alarm limit was emitted ("*** désat 54 <85 generated at 23:56:48.") In the room "ch17", the patient had an oxygen saturation (54%) below the red alarm/desaturation threshold value (85%). This did not stop until after 4-5 minutes, at 00h01min32sec on (B)(6) 2020. The "alarms deactivated / pause alarms" key allows the alarm indicators to be paused for a given time (set to 3 minutes from the error logs). There was no product malfunction; red and yellow alarms were seen multiple times during the time reported. The alleged issue of not hearing the alarms was attributed to the alarm latching settings being set to ¿off¿; when the alarms are not latched, their indicators stop when the alarm condition disappears. It is recommended that the audio and visual alarms to have latching turned on. The results of the investigation were provided to the customer. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a newborn expired. It was stated that alarms for the patient who was in bed ch17 between (B)(6) 2020 at 11:50 pm and (B)(6) 2020 at 00:20 am were not heard by staff. The patient was put on a respirator and later expired on (B)(6) 2020.